Event description:
It was reported that the surgeon inserted a lens (not a staar lens) and the lens tore upon insertion. The reporter stated the injector caused lens compression and damaged the lens. The lens was removed without incident and replaced with another one.